Event description:
Caller reported cgm error 42 involving their glucose monitoring device. There was no reported adverse impact to the customer¿s blood glucose level. The customer was provided with complete pump reset information by technical support and advised to perform a pump reset but indicated they would reset it on their own time.